Event description:
Hill-rom received a report from the accountant stating that the foot tray cover was broken. The lift was located in the storage room. There was no patient/user injury reported. This report wa filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The customer found that the foot tray cover was broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced th foot tray to resolve the issue. Based on this information, no further action is required.